Event description:
Reporter noted that the probe handle comes apart during surgery. There has been no pt impact or injury associated with this event. The surgeon is concerned that this could cause intraocular damage.